Event description:
It was reported that during a percutaneous coronary intervention a balloon ruptured occurred. The 90% stenosed lesion was severely calcified and mildly tortuous in the right coronary artery. On the first inflation a 3.0 x 20mm maverick2 monorail balloon was inflated to 10 atmospheres. On the second inflation the balloon was inflated for a few seconds to 10 atmospheres and ruptured. The balloon was removed intact. The balloon was visible under fluoroscopy. The procedure was completed with another of the same device. The pt status is listed as good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.